Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device implanted for bladder retention. Maybe within the last 6 months, they have noticed their urine goes right through them and they have to run to the restroom quick. The patient stated they feel they have to run every 2.5-3 hours to the restroom. They feel they are dehydrated so they drink a lot of fluids but are concerned this is why they are going to the bathroom so much. The patient also mentioned losing weight and having a spell where they went from 210lbs to 150lbs. The caller was redirected to patient services informed patient they could consider turning stim down since the therapy almost seems to be working too much for them and then monitoring symptoms. The patient did not have their patient programmer with them and are not sure how to decrease stimulation. Patient services reviewed calling patient services back once they have their programmer to get assistance with turning stim down. Additional information was received from the patient on (B)(6) 2021. They called back and reiterated previously reported information about emptying their bladder ¿too fast.¿ the patient stated that they would drink about a ½ bottle of water and then stated the next thing they knew, they knew they had to go and would run to the bathroom within 15-20 minutes. The patient said they didn¿t know if the water they were drinking was staying in their body, didn¿t know how ¿this works¿, wanted to know if the implant was pushing the water through? The patient stated that they were drinking more water as they had a very dry scalp for the past two years and they were seeing a dermatologist for the dry scalp. The patient was redirected to their new urologist to ask about the physiology of the human body. The patient also mentioned medical history, which included in the past, they said that one urologist told them to have their (B)(6) organs removed and the patient reported also having had a bladder lift, which they stated they didn¿t think work, and then they received the implant. The patient also mentioned they lost their programmer; ¿can¿t find it,¿ and they were advised of the replacement option and transferred to sunmed to review the process. Additional information was received from the patient on (B)(6) 2021. The patient reported they had a urology appointment next week with their health care professional (hcp). The patient was unsure of the exact date. They reported they had an ultrasound done yesterday and they found more than 1 cup of urine remained in the bladder. The patient¿s hcp recommended the patient get the ins removed and wanted a manufacturer representative (rep) on site during the appointment. Patient services reviewed therapy information and general programming usage. They redirected the patient to their hcp to verify the appointment date. The patient called back on (B)(6) 2021 and said they were having bladder retention. The patient reported the therapy had been working ¿ok¿ when they first got it but lately they were not emptying like they were supposed to. The patient stated they went to the urologist last week, they thought it was monday, and they catheterized them and urine was still coming out. After, they did an ultrasound. The patient stated the rep told them they weren¿t able to make it however the rep stated they would have a meeting with the doctor themselves. The patient stated that the doctor sounded like they shouldn¿t have gotten the stimulator. That same day, the patient called back to reiterate what they had previously reported that day. Patient services reviewed with the patient the options of self-advocating with their current urologist who did not feel the interstim was a good option for the patient and with new doctors to consider having one implanted.